Event description:
It was learned through implant patient registry that a patient with a 23mm 11500a aortic valve was explanted after an implant duration of 5 years, 5 months due to leaflet calcification and aortic dissection. The patient presented with chest pain. The explanted valve was replaced with a 21mm 11060a valve. The patient was discharged pod #11. Per pathology report, valve leaflets were with calcified atherosclerotic degenerative changes and aortic wall was with degenerative inner wall split. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional 'customer complaint'. The information reported may or may not be related to the edwards device.

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H11: additional manufacturer narrative: updated sections d4 (expiration date), h4, h6 (health effect - clinical code, investigation findings, investigation conclusions). Calcific degeneration involves the gradual accumulation of calcium deposits on the valve leaflets. It is a disease continuum from sclerosis to chronic inflammation that leads to leaflet calcification. These calcium deposits, over time, cause the leaflets to become rigid and less flexible, which can account for failure modes such as stenosis and regurgitation. Svd is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bhv implantation. The common endpoint of all these factors is calcification and degradation. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. Aortic dissection is an acute syndrome characterized by the splitting of the aortic wall's layers, usually caused by a tear in the inner vascular wall causing bleeding between the layers which may compromise blood flow through the coronary arteries as well as aortic valve function. It usually triggers sudden, violent pain, and is immediately life-threatening. Aortic dissection may occur spontaneously or as a complication of cardiac surgery involving a diseased aortic root. There may be events in which a valve is emergently replaced as a result of an aortic dissection. The most common causes of aortic dissection are inherent connective tissue pathologies, arterial hypertension, and atherosclerosis. The subject device is not available for evaluation as it was discarded. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. H11: corrected data: corrected section h6 (type of investigation).